Event description:
A certified nursing assistant alerted the pulmonary staff that the vapotherm unit was not flowing and the patient's o2 saturation was at 47%. The respiratory therapist on duty found that the display on the vapotherm unit was black, no flow was present and no alarms were engaged. A non-rebreather mask was applied until the vapotherm was replaced. The defective vapotherm was removed from service pending an investigation.